Manufacturer narrative:
(B)(4). Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed. In summary, there is no reason to suspect a causal relationship between the reported medical events and a quality defect. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced skin allergies. The devices were removed (5 years after they placement) via hysterectomy. This event is listed according to essure's reference safety information. The essure insert consists of a nickel-titanium alloy. Allergic reactions to essure are more commonly related to nickel sensitivity and its manifestations include skin itching, rash and hives that resolve after device removal. In this particular case, limited information was provided. However, considering event's nature; causality with the suspect insert cannot be excluded. Non-serious events were also reported. Since device removal was required, this case was regarded as incident. Based on the available information no product quality defect was confirmed. In summary, there is no reason to suspect a causal relationship between the reported medical events and a quality defect. Follow-up information could not be obtained due to lack of consumer contact.

Event description:
This is a spontaneous case report received from a female consumer of unspecified age via regulatory authority (case# mw5060121) in united states on (B)(6) 2016 who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2009. Consumer stated that she ended up having a hysterectomy on (B)(6) 2014 to remove essure due to adverse side effects from implant and had continued permanent damage from her gi issues, immune reaction, skin allergies, vision issues, thyroid issues and bone problems; all from damage done of five years with implant. She mentioned that she lost all her female reproductive organs aside from ovaries which continued to cause issues. She received t3 and t4, multivitamin d3, fulvic minerals, probiotics, b12, glutashield, betaine and pepsin, magnesium malte, turmeric and omega-3. Injuries (serious important medical events; life threatening, hospitalization) was mentioned but not specified and /or assigned to one of the events. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced skin allergies. The devices were removed (5 years after they placement) via hysterectomy. This event is listed according to essure's reference safety information. The essure insert consists of a nickel-titanium alloy. Allergic reactions to essure are more commonly related to nickel sensitivity and its manifestations include skin itching, rash and hives that resolve after device removal. In this particular case, limited information was provided. However, considering event's nature; causality with the suspect insert cannot be excluded. Non-serious events were also reported. Since device removal was required, this case was regarded as incident. A product technical analysis and follow-up information are being sought.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs